Event description:
It was reported that, during pre-use priming for the patient, saline leaked into the mouth where the patient's blood enters. As the issue was discovered during pre-testing, there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 10/21/2025. H3 and h6 codes - updated. Two used devices were returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. The given image showing the potential leak site on the tubing. A leak was observed into the infusate fluid path and water flowed out of the downstream luer. The failure mode observed corresponds to the "tube not inserted correctly inside the internal port of the return connector." The complaint of leakage can be confirmed. The probable cause is due to an assembly error during manufacturing. The device history record was unable to be reviewed as no lot number was provided.